Event description:
It was reported that a revision surgery was performed due to pain and migration. The surgeon decided it is not the product failure.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and insufficient clinically relevant documentation was provided to perform a thorough medical investigation. However, a revision procedure after 18 years in-vivo is not an unexpected occurrence. No further medical assessment is warranted at this time. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.